Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies, but occlusion recurred. System check was not able to be performed with tandem technical support due to customer"s lack of supplies, but customer was advised to change out supplies to address the alarm. Customer also reported using their supplies for up to four days. Tandem clinical support informed customer that is off-label per the user guide. Customer's blood glucose was 140 mg/dl at the time of event.